Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha 16 upn: m365sc12160 model: sc-1216 serial: (B)(6) batch: 568236 remote control (rc) model sc-5270, serial (B)(6) : the returned rc was analyzed, and the allegation of the rc screen turning completely black and then started beeping was confirmed. The rc failed the functional test during the buttons exercise. An internal visual inspection revealed severe corrosion on both sides of the printed circuit board assembly of the rc due to liquid exposure, which made the rc unresponsive. The probable cause is unintended use error caused or contributed to the vent. The rc was likely exposed to liquid and-or to a cleanser.

Event description:
It was reported that the patient experienced high electric shocks cyclically causing pain and discomfort throughout the day. The event began when the patients remote control (rc) screen went completely black, and then started beeping. The patient went to the hospital emergency unit where it was attempted to turn the stimulation off and discontinue connection between the rc and the spinal cord stimulation implantable pulse generator (ipg). However, pressure on any rc button caused overstimulation shocks and the red emergency button, which is used to stop any stimulation and turn the stimulation off was not responding. The suspect rc was moved to a distant location to stop communication while another rc was successfully linked to the ipg and able to reset the ipg which resolved the issue. The patient fully recovered and was released from the hospital.

Event description:
It was reported that the patient experienced high electric shocks cyclically causing pain and discomfort throughout the day. The event began when the patients remote control (rc) screen went completely black, and then started beeping. The patient went to the hospital emergency unit where it was attempted to turn the stimulation off and discontinue connection between the rc and the spinal cord stimulation implantable pulse generator (ipg). However, pressure on any rc button caused overstimulation shocks and the red emergency button, which is used to stop any stimulation and turn the stimulation off was not responding. The suspect rc was moved to a distant location to stop communication while another rc was successfully linked to the ipg and able to reset the ipg which resolved the issue. The patient fully recovered and was released from the hospital.